Event description:
A report was received that the patient suffered serious personal injuries following the failure of the ipg. No further information is available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial/lot # (B)(4), description: linear st lead, 70cm.